Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of poor interface contacts and image flickers after shaking a flat cable was not confirmed. However, intermittent images (including so much noise or flicker that the endoscopic image was not visible) and failures of the video cable connectors were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is assumed that the failure of the connector was one of the causes of the contact failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1 shortened from: wuhan university of science and technology affiliated tianyou hospital to: (B)(6) hospital, due to character restrictions.

Event description:
The customer reported to olympus that the video system center had poor interface contact and the image flickered after shaking the flat cable. The event was found during maintenance. The intended therapeutic procedure was completed using the same device. There were no reports of patient harm or impact associated with this event.